Manufacturer narrative:
This supplemental report is submtited to correct "device product code."

Manufacturer narrative:
This is a supplemental report to provide additional information. We received a report from pharmaceuticals and medical devices agency (pmda). It was reported from the facility that something like white powder was scattered in the patient's body during use of the subject device. No further information was provided. Something like white powder could be fragments of the tissue pad.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the tissue pad was worn and partially separated. The manufacturing history was reviewed, with no irregularities noted. This type of the tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate output without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic cholecystectomy, two devices were used. The tissue pad of them were separated. The procedure was completed with the 2nd device. There was no patient injury reported. This MDR is regarding the 2nd one of two devices.